Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 04-apr-2018 from a healthcare professional (physician assistant). This case involves a male patient of unknown age who received treatment with synvisc one and later after unknown latency had small flare reaction in the knee. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection at a dose of 1 df (frequency and indication: unknown). On an unknown date, after unknown latency, the patient had a small flare reaction in the knee that led to him needing a steroid injection in the affected knee. The knee side was not known. Corrective treatment: steroid injection. Outcome: unknown. Seriousness criteria: required intervention. A global pharmaceutical technical complaint was initiated and gptc results were pending for the same. Pharmacovigilance comment: sanofi company comment dated 10-apr-18. This case concerns a patient who received treatment with synvisc one and later experienced inflammation for which he required steroid injection. Since the date on which event occurred is unknown, significant temporal relationship can't be established but causal role of suspect product can also not be denied in occurrence of the event. Further information regarding medical history, concurrent condition and past drugs will aid in complete medical assessment of the case.

Event description:
This case is cross referenced with case:(B)(4). (Cluster). This unsolicited case from united states was received on 04-apr-2018 from a healthcare professional (physician assistant). This case involves a male patient of unknown age who received treatment with synvisc one and later after unknown latency had small flare reaction in the knee. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection at a dose of 1 df (frequency and indication: unknown). On an unknown date, after unknown latency, the patient had a small flare reaction in the knee that led to him needing a steroid injection in the affected knee. The knee side was not known. Corrective treatment: steroid injection. Outcome: unknown. Seriousness criteria: required intervention. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 53430 the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 12-apr-2018. Global ptc number and ptc results added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 10-apr-2018. This case concerns a patient who received treatment with synvisc one and later experienced inflammation for which he required steroid injection. Since the date on which event occurred is unknown, significant temporal relationship can't be established but causal role of suspect product can also not be denied in occurrence of the event. Further information regarding medical history, concurrent condition and past drugs will aid in complete medical assessment of the case.